Event description:
On the day of the event at approx 1215 6 staff and 4 pts (hemo) had to be evacuated from the unit due to a chemical spill (formaldehyde) the co's chief tech examined the drs-4 automated reuse machine to find that the hose that goes to the pt pump that brings up the bleach into the machine was off. A hose in the bleach jug was kinked and may have caused back pressure to build which in turn caused the hose to pop off during the formaldehyde fill cycle. The 6 staff and 4 hemo pts were treated at the hospital and all were released in stable condition the same afternoon.